Event description:
Complainant alleged that during a routine shift check by a clinician, with electrodes connected to the device, but not attached to a patient or simulator, the device initiated the ECG analysis protocol and advised shock inappropriately. Complaint indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.